Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure and therefore, not returned to pathway medical technology for eval.

Event description:
The jetstream g3 was advanced to treat a severely calcified lesion in the tibial peroneal trunk. After completion treatment, using minimum diameter, a small non-flow limiting dissection was noted. The dissection was treated with a balloon. The pt was fine and was discharged.